Event description:
Customer reported the new system dosage output is twice the dosage of the old system. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer and was able to fix the problem over the phone. No ge service was needed.